Event description:
The customer received a blood glucose reading of 149mg/dl on the contour meter, re-tested on a different meter and the readings were 402 and 319mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip information was not provided but they are expected to be returned for evaluation. Replacement test strips and meter were sent to the customer.